Event description:
The complainant reported that the 0.018 inch guidewire fell on the floor. Another wire was used as the one that fell on the floor became unsterile. The patient is noted to be stable and no harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Neither product nor data logs are relevant to the investigation. As the product was dropped on the floor, the root cause of the delivery issues is due to use. G1 reporting contact email revised on manufacturer device report 1220648-2024-17413 in accordance with updated procedures.